Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the field representative observed a red warning screen and an error code on the programmer when they interrogated the subcutaneous implantable cardioverter defibrillator (s-ICD). The patient also complained of chronic pain and the device "swimming and flipping". Boston scientific engineering was contacted and discussed the error code, represents a temporary memory reset in the device firmware and is self-corrected by the device and would not impact device therapy; therefore the patient symptoms would not be related. No further issues have been reported. The device remains in service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the s-ICD was performed. Device memory was reviewed and it was determined the device experienced a da error which occurred due to a bit flip in the active device firmware image in memory. When a firmware reset occurs, the device emits beeping tones during the reset. Temporary performance anomalies may occur until the error is detected and corrected upon completion of the hourly cyclic redundancy check (crc). This s-ICD was exposed to simulated heart load conditions to test the sensing and defibrillation functions. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in shock therapy output. Laboratory analysis concluded that the s-ICD experienced a memory error while in the field that was appropriately self-corrected. After the self-correction, the device was able to sense and deliver therapy. This report is being filed to correct the device manufacture date and concomitant medical products and therapy dates.

Event description:
The device was explanted approximately two years later for reasons documented as either therapy upgrade or therapy downgrade. No product performance allegations were reported when the device was explanted.